Event description:
It was reported to adac that a pts hair wrapped around the lead screw several times. Technologists was alarmed by the pt and the emergency stop was immediately activated. Pt's hair that was entwined on the screw was then cut off by the technologist. There were no reported injuries as result of this event.